Event description:
It was reported that the patient had a loss of therapeutic effect. It was noted that the patient had an appointment with the physician on 2013-(B)(6) for a device check. It was noted that the lead that stimulated the patient¿s back was not working right. It was noted that the patient had to crank the stimulation up very high to get stimulation in the groin and as a result it paralyzes his legs. It was noted that the issue started the last couple of days.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the lead components of the patient¿s implantable neurostimulator (ins) had had fractured about 7 weeks ago. The patient met with the manufacturer¿s representative on (B)(6) 2013 and had x-rays taken 3 weeks later (results not reported). The patient¿s surgeon stated that high impedances were seen the posterior lead on ¿6-8 ports¿ so there were ¿only 2 functioning¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, (B)(4), product type programmer, patient. Product ID 355031, lot# n269260, implanted: 2010-(B)(6), product type screening device. Product ID 355028, lot# n242860, implanted: 2010-(B)(6), product type accessory, product ID 37092, lot# 254990002, implanted: 2010-(B)(6), product type accessory, product ID 355031, lot# n226893, implanted: 2010-(B)(6), product type screening device. Product ID 3777-45, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead, product ID 3708120, serial# (B)(4), implanted: 2010-(B)(6), product type extension, (B)(4).